Manufacturer narrative:
No sample is available for the MFR to evaluate. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleges that during mechanical ventilation; a burned hole was found in the hudson 780-98 niv heated wire circuit. Complaint indicates that the respiratory therapist forgot to turn off the heater after turning off the ventilator. The alleged burn hole was found in the proximal part of the circuit. There were no pt injuries as the pt was off the ventilator.